Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. Visual inspection revealed a missing screw on the o2 inlet port which caused the o2 leakage. Vyaire medical installed a new o2 inlet port screw to resolve the reported issue.

Manufacturer narrative:
Vyaire medical : (B)(4). At this time, vyaire medical is currently in the process of evaluating the suspect device. Once the evaluation is completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the inlet port was leaking oxygen near a missing screw on the ventilator. There was no report of any patient involvement associated with this reported event.